Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported that their adc meter "was reading about 100mg/dl lower", and he adjusted insulin doses according to the results. The customer reportedly compared readings 136 and 110 mg/dl from adc meter to readings 245 and 87 mg/dl from hcp meter. The customer reportedly experienced symptoms of hyperglycemia and seizure, self-presented to a local hospital, was diagnosed with hyperglycemia with dka (diabetic ketoacidosis), and treated with "insulin (intermediate action insulin 1000 i.u and fast acting insulin 30 i.u), along with cholesterol medication and heart condition medication (normal medication)." There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.